Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms and elevated threshold measurements. Shock impedance measurements were currently as high as 171 ohms, and threshold measurements had doubled over the last year. It was noted that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd), however this rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the shock impedance measurement for this right ventricular (rv) defibrillation lead was 126 ohms upon completion of the routine device changeout procedure. This rv lead remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that this right ventricular (rv) defibrillation lead. Exhibited high out-of-range shock impedance measurements greater than 125 ohms. And elevated threshold measurements. Shock impedance measurements were currently as high as 171 ohms. And threshold measurements had doubled over the last year. It was noted, that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced, due to normal battery depletion (nbd). However, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.